Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempt implant a transcatheter bioprosthetic valve, femoral access was difficult. The valve and delivery catheter system (dcs) were withdrawn from the patient. Upon visual inspection of the dcs, it was noted that the capsule of the dcs was broken at the base. Subsequently, a new valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.